Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient received a code 8476 (motor stall) on their ptm (personal therapy manager). It was unknown if the patient recently had an MRI. No patient symptoms were reported. Additional information was received on (B)(6) 2019 from an hcp who reported that she was an allergist and had been asked to consult on the patient because they were planning on replacing the pump. The patient had an allergy to titanium, so when she got the pump it was gold covered. The hcp was planning on doing an allergy test now to rule out a titanium allergy. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump to the reporter¿s knowledge the pump logs were not read, not shared with the reporter. The actions and interventions taken to resolve the issue was the patient was admitted to the hospital and placed on IV (intravenous) opioid therapy to help prevent withdrawal. The cause for the motor stall was not determined, the patient was on off label drugs, dilaudid 15mg/ml at 5.786mg/day, bupivicaine 30mg/ml at 11.571mg/day and clonidine 90mcg/ml at 34.714mcg/day. The device remained implanted at the time of the report and no further information was known on explant status. No further complications were reported regarding the event.